Event description:
Nonkeloid scar, herpes, nose turned blue, depression, severe pain at injection site, yellow and white blisters, face swollen, facial pus, patient underwent rhinoplasty approximately 12 years ago. The patient received injections of hylaform plus in 2005. To "fill the dents on their nose" which was described as a saddle nose. The following day the patient began to suffer from severe pain at the injection site, and their nose turned blue. The next day they began to develop yellow and white blisters, their face began to swell, and had severe pus. The following day the patient was examined by treating plastic surgeon, who diagnosed them with herpes, and referred them to a dermatologist. The next day the patient was seen by the dermatologist who treated the patient with acyclovir 800mg, amoxicillin 500mg, cyclomed 2g, mupirocin 2% 15gr, threolone (prednisolone) 10gr. Three weeks later they were again treated with threolone 10gr. Four months later they were diagnosed with a non-keloid scar. The patient had become severly depressed and is taking anti-anxiety medication. At the time of this report the patient's outcome is unknown.